Event description:
Medtronic received information indicating that during prime, the perfusionist reported a leak from the heat exchanger on this affinity oxygenator. The device was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that leak originated at heat exchanger side seam bond. Product return has been requested, but the product has not yet been received. A follow-up report will be provided if the product is returned.

Event description:
Medtronic received information indicating that during prime, the perfusionist reported a leak from the heat exchanger side seam bond on this affinity oxygenator. The device was replaced. No adverse patient effects were reported. Product return is expected.

Manufacturer narrative:
The product that is the subject of this product event has not been returned for evaluation. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or when additional product information is made available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage throughout device or ports. The device was cleaned and pressure integrity testing was performed at three liters/minute with 23 psig of back pressure for ten minutes. During the pressure integrity a leak was observed from the heat exchanger side seam bond. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on analysis and investigation, the leak was confirmed to originate from the heat exchanger side seam bond. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger, allowing for acceptable pressure test results prior to distribution.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Follow-up report submitted to provide device manufacture date and use by date. Product return has been requested. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted.